Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Smoke and fire were observed coming from the back of the subject device. The issue occurred during preparation for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.